Event description:
Caller reported a cgm error 42 had occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, after which the error code did not reappear, allowing the customer to successfully start their sensor session.